Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during post dilatation in the mildly calcified lesion located in the 1st diagonal branch off the left anterior descending artery, the voyager nc balloon ruptured during the first inflation at 16 atmospheres for 20 seconds. Reportedly, there were no adverse patient effects. Though requested, no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly tortuous, mildly calcified and 99% stenosed, which likely contributed to the reported rupture. It is possible that an interaction with other devices and/or the tortuous and calcified lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon inflation attempt. Ultimately, return of the balloon catheter may have aided the evaluation in determining a cause for the reported difficulty to ensure this type of damage is not a result of a potential product deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rate burst pressure (rbp) and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported for a balloon rupture with this lot, suggesting that there are not lot specific product quality deficiencies. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.